Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that, during loading a 12.6mm vticm5_12.6 implantable collamer lens, -12.5/+1.5/093 (sphere/cylinder/axis), it tore. This was discovered during loading and there was no patient contact with the lens. This occurred on (B)(6) 2021. The cause of the event is reported as unknown: "the lens got caught in the cartridge and was damaged while loading the lens into the cartridge." An alternate lens was successfully implanted and the problem was resolved.